Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent lumbar disc decompression, fusion and the pedicle screw rod system internal fixation surgery. On (B)(6) 2019, post op, patient's radiological films showed the pedicle screw to be broken. It is unknown when the screw broke and if the patient had any complications due to this event. No more information is available yet.